Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a pacemaker implant. During procedure, the right ventricular (rv) lead got dislodged after initial positioning. While attempting to repositioning the lead, the physician was unable to insert all of the stylet inside the lead. The physician attempted to insert several time without success. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
Correction: coding for type of investigation, investigation findings, and investigation conclusions. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported events were lead dislodgement and unable to insert stylet. As received, a complete lead was returned in one piece. Visual inspection found the helix to be retracted and clogged with blood. X-ray inspection found overtorqued of the inner coil in the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix could be extended and retracted by applying torque directly at the inner coil. The measured full helix extension length was within specification. The reported event of unable to insert stylet was confirmed. The stylet was not able to insert beyond the connector region due to overtorqued of the inner coil consistent with procedural damage. The cause of unable to insert stylet was isolated to the overtorqued of the inner coil.